Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the user was shocked. No medical intervention was needed for the user.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: electric current usage. Probable root cause: damaged chassis, power supply malfunction, damaged a/c inlet board, main board malfunction & damaged electrical cables. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the user was shocked. No medical intervention was needed for the user.